Manufacturer narrative:
Product analysis: no product was returned.    Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years and six months after the implant of this transcatheter pulmonary bioprosthetic valve, a medtronic valved conduit was implanted for an unknown reason. No additional adverse patient effects were reported.